Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with palpitations. It was noted that atrial capture threshold had increased and loss of capture resulted in retrograde conduction and pacemaker mediated tachycardia. Micro dislodgement was noted but the atrial lead was still in the atrium. Programming changes were made. The patient was discharged and stable before, during and after the visit.